Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, which resolved the issue, allowing the customer to continue using it without further problems. No additional information was received regarding the outcome of the event.